Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 2 device was received at service and repair with a leaking rechargeable battery. The device was returned due to not being functional.

Event description:
A rondo 2 device was received at service and repair with a leaking rechargeable battery and broken housing. The device was returned due to not being functional and destroyed. As per further information, the rondo 2 processor was replaced because it was cracked after falling off of the user's head. There was no mention from the user regarding battery leakage or injury.

Manufacturer narrative:
Conclusion: the rondo 2 processor unit was replaced because it was cracked after falling off of the user's head. During device investigation a broken welding seam at the housing and multiple other mechanical damages were found. The rechargeable battery housing is broken and covered with leaking electrolyte, which also damaged the sleeve. It is likely that the device got damaged by mechanical stress i.e. The reported fall and consequent impact to the device. This is a final report.